Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd ultra-fine¿ micro pen needles had no insulin flow while priming them. The following information was provided by the initial reporter: "consumer stated when priming, no insulin will flows. Stated, if he has successful prime, he will try to take injection and no insulin flows stated, he primes 2 units. Stated, he purchased five boxes but is only having issue with one box so far 25 pen needles affected".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary the customer returned (1) 32ga 6mm pen needle, reporting a needle clog. The pen needle was visually inspected and observed bent cannula npe. Most likely the customer complaint needle clog occurred due to a bent npe cannula. As the samples returned were open, the root cause cannot be determined. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause cannot be determined, as the returned samples were open. H3 other text : see h10.

Event description:
It was reported that 25 bd ultra-fine¿ micro pen needles had no insulin flow while priming them. The following information was provided by the initial reporter: "consumer stated when priming, no insulin will flows stated, if he has successful prime, he will try to take injection and no insulin flows stated, he primes 2 units stated, he purchased five boxes but is only having issue with one box so far 25 pen needles affected".